Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the proximal superficial femoral artery. A 7x100x120 epic¿ vascular stent was advanced and was fully deployed in the lesion however it was noted that the stent was foreshortened by at least 1.5cm. The stent was post dilated to ensure apposition into the vessel wall and the remaining portion of the lesion was left unstented. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).